Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the other night they tried charging their implant but the ins battery was not incrementing. Patient said they tried turning the recharger on and off, made sure the recharger was charged, they reset the handset, they did a hard reset on the recharger but nothing worked. Patient said they were able to connect to the ins, but when connected, they encountered open-loop charging and it would say "excellent connection" but would never move off of that screen. Patient said they tried charging for 5 hours. Patient also mentioned at one point the recharger disconnected from the ins and when they connected again, they got a 4101 error code. From then on out, they would connect to their ins and would get that error code and they haven't been able to charge their device. Patient said they've always had troubles staying connected to their ins to charge and charging their ins since implant and they called ps in june and received a new recharger to try. Patient said the first 3-3.5 weeks they had the recharger it would connect and recharge pretty well. But now, patient isn't able to charge at all. Agent helped patient perform a hard reset on recharger and had patient reposition recharger over ins. Patient encountered open loop charging right away but then moved to excellent connection. Since connecting on the call, the rest of the call the patient continued to see the open-loop charging and the ins charge did not increment. The issue was not resolved through troubleshooting. Patient also mentioned they developed urinary retention and mentioned this particular ins never worked for them in terms of therapy. The patient was redirected to their healthcare provider to further address the issue. Patient was very disappointed with ins stating "it was the worst thing I've ever used". Patient also mentioned they had a kidney infection in the past and their hcp told them it was liver cancer but later found out they had lesions and blood plasma that caused hepatitis. Patient said because they were in and out of surgery, they had to turn the ins off a lot and throughout the life of the implant, haven't used it very much due to this. Patient said the liver issues were why the ins was replaced (but confirmed no allegations against ins, only due to medical issues).

Event description:
Additional information was received from the patient. Patient said that patient is have the device removed on friday by a different doctor (back doctor) and told the doctor that they need to return the removed product to medtronic for analysis. Patient said device is defective stopped working after 2 years. Patient said that can't recharge and the neurostimulator battery has been dead for months. Patient said that patient is have the device removed on friday by a different doctor (back doctor) and told the doctor that they need to return the removed product to medtronic for analysis. Patient stated their surgeon can't take the lead out. Reviewed MRI eligibility with abandoned product. Patient again mentioned they are having "severe problems" with ins. Patient stated they can't drive very far because of the ins and lead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# (B)(6) serial# implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the lead was removed on (B)(6) 2023, and the cause of the issue was unknown

Event description:
Additional information was received from the patient. Patient states that recharger not allowing for 100% recharge even after a new recharger provided by [manufacturer] and had difficult communication issue. Troubleshooting was performed at their urologists office. Tried multiple times to recharge device. Patient states after approximately 2 hrs the device reached 15% charge. Patient states they felt the device had migrated and the area of the lead is painful. Patient had a return of symptoms - urinary incontinence. Patient seeking a urologist in houston that can assist with issues and would like the device explanted. Rep will assist patient in connecting with a urologist here in houston.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.